Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported a er320 had clips fallen out of the jaws. Also incomplete firings and closure of the clips were noted. Another er320 was opened to complete the case. The rep states she does not know if the clip was retreived. There was no consequence to the patient.

Manufacturer narrative:
Based upon the inquiry info rec'd and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. As the instrument was rec'd empty, further functional testing could not be performed.